Event description:
This pt expired on (B)(6) 2012. The following physician's office has no info regarding this pt's death. There were no known complaints associated with the functionality of this device. Should additional info become available this report will be updated.